Event description:
It was reported that during a lap gastric bypass procedure, the device jammed on the tissue and would not fire. They tried two loads before replacing the stapler. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two (B)(4) cartridge reloads partially fired present. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.